Event description:
It was reported that the iab was inserted in the emergency room. The guide wire became caught in the catheter's central lumen and could not be removed. The guide wire was removed in the operating room. The pt expired later of causes unrelated to this incident.